Manufacturer narrative:
Device passed selftest and displacement test. No pump error 23 noted during testing, however pump error 4, pump error 49, pump error 68, and pump error 63 alarm confirmed in the insulin pump history. Problem isolated to electrical board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple insulin pump error. The customer¿s blood glucose was unknown at the time of incident. The customer also stated that they performed the self test and test result was not okay. The insulin pump will be returned for analysis.